Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number is unknown.

Event description:
The event occurred on various date in april 2025 and involved a primary plum set where it was reported there were devices which leaked. There was no adverse event. This report captures 2 occurrences.

Manufacturer narrative:
Received one used. List #unknown, primary plum set. As received the filter vent was wetted out with prior infusate. As received the filter vent was wetted out. The set was leak tested per specifications, and leakage was observed. The complaint of 'leakage on filter vent' can be confirmed due to the wetted-out filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history lot number review could not be conducted because no lot number(s) was/were identified.